Event description:
A nurse at the treating physician¿s office reported that the vns implanted on (B)(6) 2013 passed away on (B)(6) 2013. She spoke with the coroner who felt that the patient had a seizure and suffocated in his pillow. The nurse reported that since vns implant, the patient¿s seizures were reduced from 30 per day to around 6-10 seizures per day, and the mother had commented that the ones that were breaking through had been less severe. Follow up with the physician was performed who reported the patient passed away on (B)(6) 2013. The physician reported that there was probably not a cause and effect relationship between vns and the patient¿s passing. He believes the patient probably passed from sudep (sudden unexplained death in epilepsy). The patient was found in the prone position with apparent suffocation with face down in pillow. The believed relationship to vns was not related. The death was not witnessed. The patient had a history of nocturnal and febrile seizures. The patient was complaint with anti-epileptic medications. This death event was reviewed by the manufacturer¿s nurse and with the available information has been determined to be probable sudep. The decision for probable sudep was made as two medical professionals had a difference of opinion regarding sudep as a cause of death. The medical examiner believes the death was due to a seizure and subsequent suffocation, and the treating neurologist believes the death was due to sudep, as the patient was found prone and death was not witnessed. Additionally, the patient had risk factors of being male and having a history of nocturnal and febrile seizures, which are risk factors for sudep.